Event description:
It was reported that a 41-year-old-male patient was intubated and connected to a ventilator for assisted ventilation. After a few hours the ventilator frequently reported leaks and the tidal volume decreased. Per reporter, after monitoring the ventilator circuit and tracheal tube bag, air bag leaks were found. The original tracheal tube was removed, and then the patient was intubated again through the nose under the guidance of a fiberoptic bronchoscopy. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.